Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an left atrial tachycardia (at) ablation procedure with a pentaray nav high-density mapping eco catheter. The patient suffered a foreign body due to detachment of a pentaray spline requiring prolonged hospitalization. It was reported that the pentaray nav high-density mapping eco catheter was advanced through the mechanical mitral valve and a spline of the pentaray nav high-density mapping eco catheter was detached from the catheter. The loose spline was found to have migrated to the brain which was seen under x-ray. The physician was assessing options at the time of the call. Patient was stable at the time of the call. They were unclear on the lot number (30723143l and 30480001ln) of the pentaray nav high-density mapping eco catheter with the issue as there were two pentaray nav high-density mapping eco catheter¿s used in the procedure. Additional information was requested and received. The procedure was the cause of this event. The use of pentaray off-label in this patient for this procedure was the cause of the adverse event. There was no intervention provided, as the patient did not have any deficit. The patient outcome of the adverse event is fully recovered. The patient did require extended hospitalization because of the adverse event. They wanted to monitor the patient for any residual effects. Other relevant history: mechanical mitral valve. The damage did result in wires and/or braid being exposed. They do not think that the damage resulted in any lifted or sharp rings. The issue was found on distal 2 electrodes. The patient has not exhibited any neurological symptoms as of friday evening. The patient has not exhibited any neurological symptoms. It was reiterated that the lot number of the reported pentaray nav high-density mapping eco catheter with the issue was not known as both boxes were next to each other when the event was called in. Since no further information has been made available, it was assessed that this issue would be reported under lot number 30723143l. If additional information is received, it will be reassessed at that time. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The tip fully separated issue and the internal components exposed issue were both assessed as MDR reportable malfunction issues.

Manufacturer narrative:
It was reported that a 65 year-old female patient underwent an left atrial tachycardia (at) ablation procedure with a pentaray nav high-density mapping eco catheter. The patient suffered a foreign body due to detachment of a pentaray spline requiring prolonged hospitalization. The picture investigation was completed on 12-apr-2022. An analysis was performed on the picture provided by the customer. According to the picture provided by the customer, spline d was observed detached from the tip. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The instructions for use contain (IFU) the following recommendations: use of this catheter may not be appropriate for use in patients with prosthetic valves. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. Additional information was received on 14-apr-2022. The patient weighs 74.4kg. The penteray catheter got caught up in what is suspected as the mechanical mitral valve. When he tried to pull the catheter back, the distal portion of the catheter broke off. The patient underwent a x ray chest on (B)(6) 2022 and a CT head and neck on (B)(6) 2022. The lot number for the pentaray nav high-density mapping eco catheter with the device issue was clarified to be 30480001ln. Therefore, updated the d4. Lot, d4. Expiration date, h4. Device manufacture date, a4. Weight of the patient, and a4. Weight unit fields have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).